Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent placement difficulties were encountered. Vascular access was obtained through the femoral artery. The 75% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon catheter to 6atms and 12atms for 20 seconds. Upon attempting to advance the taxus liberte paclitaxel-eluting coronary stent system, resistance was encountered and the stent system was unable to cross the lesion. The stent system was caught on the edge of the mach1 guide catheter when the physician attempted to pull it and the stent was dislodged. The stent was successfully retrieved with a snare. The procedure was completed with a different device. No further patient injuries or complications were reported. The patient's status was reported as "good".

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent placement difficulties were encountered. Vascular access was obtained through the femoral artery. The 75% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon catheter to 6 atms and 12 atms for 20 seconds. Upon attempting to advance the taxus liberte paclitaxel-eluting coronary stent system, resistance was encountered and the stent system was unable to cross the lesion. The stent system was caught on the edge of the mach1 guide catheter when the physician attempted to pull it, and the stent was dislodged. The stent was successfully retrieved with a snare. The procedure was completed with a different device. No further pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
Visual and microscopic examination revealed that the stent was returned separate to the stent delivery system (sds). The stent was returned attached to a snare however the stent fell off the snare during analysis. The entire stent was damaged and stretched. On one end of the stent, the struts were bunched. The struts on the middle section of the stent were bent and twisted. The struts on the other end of the stent were stretched. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The balloon was also found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).